Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), high thresholds and indication of pacing inhibition resulting in greater than 2 seconds of asystole. These clinical observations occurred during an ablation surgery the patient underwent. It was noted that the physicians speculated that the drug maybe have had an effect. The lead remains in service. No adverse patient effects were reported.